Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately four months post implant that the right ventricular (rv) lead¿s threshold had significantly increased since last week and was high. The physician decided to attempt a lead revision but was unable to reposition the lead. The physician then chose to cap and abandon the lead and replace it with a new lead. No patient complications have been reported as a result of this event.